Event description:
It was reported that during a ptca procedure involving a 100% stenotic lesion in a distal left circumflex artery, removal difficulties were encountered. The lesion was successfully pre dilated and the physician experienced removal difficulties. During withdrawal resistance was felt and the catheter and guide wire were removed as one without incident. No pt injuries or complications were reported.